Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead was found to have dislodged. In addition, it was noted that the left ventricular pacing impedances dropped to 200 ohms two months ago. A revision procedure was performed; the lead was removed and replaced with a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.